Event description:
Zoll customer support contacted a (B)(6) old male pt to exchange his monitor. The pt's download revealed four standalone abnormal shutdown flags. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (4 abnormal shutdown flags) is still under investigation. Upon evaluation, the monitor was run with a test belt connected and normal cardiac signal. An abnormal shutdown occurred during this time. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.